Manufacturer narrative:
The referenced history of pump stops was reported on medwatch MFR report # 2916596-2018-03210. Approximate age of device- 3 years. 11 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2014. It was reported that the patient underwent a pump exchange on (B)(6) 2018 due to suspected thrombus. The patient reportedly had a known history of inflow cannula malposition (previously unreported), recurrent low flows and pump stoppages. The manufacture's technical service representative reviewed submitted log files that contained data from (B)(6) 2018 through (B)(6) 2018. It was observed that power and flow appeared to be trending slightly upwards with pi appearing to trend slightly downwards. There were no other unusual events noted within the event history and the pump appeared to be functioning as intended. No additional information was provided.

Manufacturer narrative:
The evaluation of heartmate ii lvas, serial number (B)(4), confirmed the report of suspected pump thrombus, which could have contributed to the elevation in pump power confirmed through the evaluation of the submitted system controller log file. However, the report of inflow cannula malposition, recurrent low flows, and pump stops could not be confirmed through this evaluation. The proximal side of the outlet stator revealed a red deposition surrounding the bearing ball and partially occluding all 3 stator vanes. The deposition did not reveal areas of denaturation. Although the origin of the deposition and the specific duration for which it was present within the pump could not be conclusively determined through this evaluation, it was partially occluding the flow of blood and could have contributed to a potential flow issue. Further, this deposition could have potentially contributed to the elevation in power observed in the log file due to excess drag on the rotor. Upon disassembly of the returned pump, examination of the remainder of the blood-contacting surfaces did not reveal any additional depositions or thrombus formations that would have contributed to a flow issue. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any issues that would have contributed to the report of pump stops. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The implant kit was shipped with heartmate ii lvas IFU, document 106020, rev. F. This IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled ¿unique treatment options and important clinical considerations¿ outlines indications of pump thrombosis, as well as how to respond to such events. The sections entitled ¿explanation of parameters¿ and ¿pump performance monitoring¿ outline all pump parameters, including pump power and flow. The section entitled ¿pump performance monitoring¿ also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section entitled ¿surgical procedures¿ explains how to insert and orient the sealed inflow conduit and states, ¿the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the interventricular septum.¿ the section entitled ¿warnings and precautions¿ contains important warning pertaining to pump stops. No further information was provided. The manufacturer is closing the file on this event.